Event description:
An endurant stent graft system was implanted in a patient for endovascular treatment of a 5.8 cm diameter abdominal aortic aneurysm approximately one month ago. The proximal aortic neck was 17 - 21 mm in diameter and 35 mm in length. The stent grafts were successfully implanted; however, an endoleak was observed post implant. It was reported that another manufacturer's stent grafts were implanted on the contralateral and ipsilateral sides. A cuff was also implanted as the physician suspected the endoleak to be a proximal type I, but the endoleak did not resolve. The physician believes the endoleak was a jetting type IV. The activated coagulation time during the procedure was 250 seconds and the amount of heparin used is unknown. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). (Cause of endoleak is unknown). Conclusion: (cause of endoleak is unknown).